Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a vibrate anomaly on the insulin pump. Customer stated that she noticed it a year ago when she had an alert and it did not vibrate. Customer stated that the vibrate mode is on and the battery is not low. Customer stated that she put in a new battery about 2 weeks ago. Customer performed a self test and stated that the pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was unable to vibrate due to a broken vibrator black wire. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.